Event description:
The customer reported the mask registration arrows intermittently grayed out, and saved images are missing. No patient injury was reported.

Manufacturer narrative:
A ge representative has not reported results of the evaluation. (B) (4).